Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that patient said they had some sores on their butt and tailbone, and a red welt on their right side about the size of a quarter. Patient also said their tailbone is really bruised and their skin had something similar to a rash. The patient said "are the wires somehow burning me from the inside?" Additional information was received from the patient. They reported that they are not emptying their bladder, cannot have a bowel movement and is bloated with the therapy.